Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not incorrect.

Event description:
It was reported the pink slide did not move forward, indicating a failure of the needle mechanism. The patient's blood glucose levels were affected, reaching up to 21.1 mmol/l (379.8 mg/dl) and the pod was worn on the abdomen between 4 and 24 hours. A new pod was applied as treatment.